Event description:
It was reported the customer had moisture damage to their insulin pump. Customer's blood glucose was 180 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. The insulin pump was received with traces of moisture due to corroded electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.